Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump will not allow a calibration. The customer's blood glucose reading was 587 mg/dl at the time of incident. Troubleshooting transferred the customer's call to a sensor technician for further assistance.